Event description:
Customer reported a recurring occlusion issue with their insulin pump, which started a month ago and worsened over time. There was no adverse impact to the customer's blood glucose level. Technical support recommended replacing the pump after multiple troubleshooting attempts, as the issue persisted, and a replacement pump was approved and prepared for shipment. Customer continued using the current pump until the replacement arrived.